Event description:
Anterior chamber intraocular lens implant was discovered to have a broken haptic on a post-operative visit. The lens was intact at the time of initial surgery. The implant had to be explanted and exchanged necessitating an add'l hosp stay.